Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment of a broken mode selection knob. Analysis noted that the epg failed incoming functional test ¿menu dial¿ upper case was broken - the encoder was pushed inside of the device and was replaced as preventative. One knob was noted to be missing, and the lower case broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mode selection knob of the external pulse generator (epg) was broken off. The epg has been returned for service. There was no patient involvement.